Event description:
It was reported that after successful coronary stent deployment, the delivery device became stuck in the lesion during removal. The entire system was removed without incident. No pt injuries or complications occurred.